Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is unavailable at this time. Suspect device has not yet been returned to manufacturer for evaluation; return is not anticipated.

Event description:
A medtronic representative reported that, while in an ent procedure, they were unable to verify a straight suction. The device verified at the start of the surgery, however, they were unable to re-verify later. All other instruments worked without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A medtronic representative reported that in a subsequent case the instrument did navigate after its third try with no faults. The rep attended 7 cases at the facility, and has not seen the issue come up again with any of their instrument sets. The rep saw each set used and all of their instruments were fully functional. The rep is monitoring the issue at the site and will remove any suspect instruments if there is a recurrence.